Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of main tube to have a 4" long section directly above the proximal clevis with material removed. There are also some light scratch marks in the same damaged area. Based on the location and appearance, the damage may have been caused by a cannula accessory and instrument collision. Additional investigation is underway regarding the cannula accessories. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the shaft of the cadiere forceps instrument had scratches on it, however, the patient was not impacted. No additional information was provided. No patient harm, adverse outcome or injury was reported.